Event description:
This rv lead was implanted on (B)(6) 2009 and was capped on (B)(6) 2018. A call was placed to technical services on (B)(6) 2018 stating that this lead was having a potential minute ventilation event. Suggested going to a fixed value and turn off the minute ventilation. The following physician was dr. Parthiv shah at kettering medical center in kettering, oh. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).